Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1c694, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. The rep reported that the lead was bent when the hcp removed the lead cap. The hcp reported that the lead was fragile, weak, and poorly designed, as well as stating they believed the leads were "dangerous/unsafe for patients." The rep reported that an impedance test was performed after closing the patient and a short circuit was found between contacts 0 and 1 at 37 ohms. The impedances of the mono-polar pairs of the case and 0 and the case and 1 were both 739 ohms. The rep reported that the hcp believes the issue of fragile leads is an ongoing one. The hcp stated that they think the manufacturer's leads are "fragile in general, even before the short circuit was discovered." No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the healthcare professional (hcp) thought the cause of the short circuit and fragile, bent lead was a design flaw.